Event description:
Customer reported that a pt underwent a repair of a four (4) cm ventral and umbilical hernia. The pt presented with pain three days following the procedure. The pt was returned to surgery. The surgeon reports that the mesh tore free from the suture at three sites. The mesh was explanted and the repair completed with an allograft.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The product insert states to avoid dislodging, crinkling or curling of the edges, proceed mesh should be fixed in place with a sufficient number of non-absorbable sutures, tackers, anchors or staples. It is recommended that the non-absorbable sutures, tackers, anchors or staples be placed 6.5.. To 12.5 mm apart and at a distance approximately 6.5mm from the edge of the mesh.